Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose readings, damage and excessive no delivery alarms. The customer's blood glucose value was 400 mg/dl. The customer treated with the pump. The customer reported a round circle at the top of the pump. The customer reported damage around the battery compartment side and where the screw lines are. The customer declined to troubleshoot for no delivery and high readings. The product was returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. No round circle or icon anomaly was noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, broken battery tube threads, a cracked display window and a cracked reservoir tube.